Event description:
Report of broken catheter balloon received. A post-operative coronary artery bypass graft pt had their opticath changed out due to hosp "infection control guidelines". The customer contact reports that prior to insertion of the original catheter, the resident used proper technique and was able to inflate the balloon. During the time the pt had the catheter in place, the staff was able to successfully obtain svo2 and cardiac output readings. No wedge pressures were required during that time period. After the catheter was removed, it was noticed that the tip was intact but the balloon "appeared to be pushed down below the tip resting inside the catheter". The balloon would not inflate. The pt did not experience any adverse effects and the catheter had not been used for wedge pressures. The pt has since been discharged to home. No additional info was available.